Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the leads were defective. The clinic disclosed that the right atrial (ra) and right ventricular (rv) leads had very high capture thresholds. The patient was down-graded to a single chamber device. The ra lead was capped. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.